Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a wound, ostomy and continence (woc) registered nurse (rn) was consulted on 20may for evaluation of blistering and wounds to the bilateral lower extremities and torse following removal of the arctic sun device. According to nursing documentation, the device was removed on 16may, at which time changed were initially noted in bedside nursing documentation.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause for the reported event could not be determined. Repairs for the reported issue are unknown at this time but will be updated if more information is provided. A DHR review is not required as the serial number is unknown. The serial is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a wound, ostomy and continence (woc) registered nurse (rn) was consulted on (B)(6) for evaluation of blistering and wounds to the bilateral lower extremities and torse following removal of the arctic sun device. According to nursing documentation, the device was removed on (B)(6), at which time changed were initially noted in bedside nursing documentation.